Event description:
It was reported that patient underwent a revision surgery because the shim component had migrated posteriorly. It could not be confirmed whether the shim had locked during initial implantation. During the revision surgery, the surgeon removed the shim first, followed by the shell. A new device was implanted, and shim locking was confirmed using xray. The explanted shell and shim were not returned to the manufacturer to review for a defect.